Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. Troubleshooting was completed identifying that the o-ring for the syringe had flattened causing an abnormal liquid flow into the syringe. Service ordered two seal, water line syringe (rohs)_part number 2-89347-02 for the customer and instructed them to install upon arrival. The seal, water line syringe (rohs)_part number 2-89347-02 was deemed the likely cause for the issue. A review of the service history was performed, which verified no subsequent issues have been reported. No contributing factors in the month prior and subsequent the current complaint, was identified in regard to the seal, water line syringe. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results while architect c8000 analyzer. The customer provided the following data (ref range provided approx 40-120 umol/l) initial 182 umol/l (2.06 md/dl), retest 92 umol/l (1.04 md/dl), initial 183 umol/l (2.07 md/dl), retest 69 umol/l (0.78 md/dl). There was no adverse impact to patient management reported.